Manufacturer narrative:
The probable root cause is attributed to improper system operational use by the customer. Based on the technical support engineer (tse) notes, the system problem was caused by the surgeon's failure to remove his hand from the master tool manipulator (mtm) while his head was on the console.

Manufacturer narrative:
The reported issue was resolved though phone support. The surgeon was advised not to remove his hands from the master tool manipulator (mtm). The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer informed the technical support engineer (tse) that the universal surgical manipulator (usm) or the instrument dripped when the surgeon removed their hand from the left master tool manipulator (mtml). The tse advised not to remove their hands from the mtms while their head was inside the surgeon side console. Also, it was mentioned that they frequently remove their hands from the mtm but have not previously encountered the degree of drift. The procedure was completed as planned to use the same system. A procedure delay of 15 minutes was reported.